Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited increased pacing impedance measurements. The patient had been monitored at that time. The pacing impedance measurements later increased to greater than 2000 ohms. It was discussed to reprogram the alert and continued monitoring. This would be discussed further with the physician. No adverse patient effects were reported. The lead remains in service.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited increased pacing impedance measurements. The patient had been monitored at that time. Then the impedance measurements later increased to greater than 2000 ohms. It was discussed to reprogram the alert and continue monitoring. This would be discussed further with the physician. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the lead was later surgically abandoned and replaced due to noise and pacing impedances greater than 2000 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.